Event description:
It was reported that a (B)(6) old caucasian female patient underwent a breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses when the right breast prosthesis ruptured post implantation. Additionally, the patient developed capsular contracture bilaterally post implantation (baker grade unknown in left breast, bbaker grade iii capsular contracture in right breast). The issues were diagnosed via mammogram and a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 535cc gel breast prostheses on (B)(6) 2021. During explantation surgery, rupture of the patient¿s left breast prosthesis was observed. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent a breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses when the right breast prosthesis ruptured post implantation. Additionally, the patient developed capsular contracture bilaterally post implantation (baker grade unknown in left breast, bbaker grade iii capsular contracture in right breast). The issues were diagnosed via mammogram and a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 535cc gel breast prostheses on (B)(6) 2021. During explantation surgery, rupture of the patient¿s left breast prosthesis was observed. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).